Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: there was no damage to the keypad, but all of the buttons had an intermittent response. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the original complaint, the display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the keypad buttons are intermittently unresponsive. She stated that multiple presses with excessive force are required to obtain a response. The family member stated that the keypad buttons symbols are worn but the keypad is otherwise intact. She noted that the patient wears the pump in his pocket and does not clean the pump.